Event description:
Device issue: dislodged stent. Time of device issue: unknown. Adverse event: potential foreign body in patient. It was reported that during a distal right coronary artery stenting procedure, in a heavily tortuous vessel and moderately calcified lesion, the xience v stent, under fluoroscopy, during stent positioning, was noted to be missing. The patient's anatomy was checked, but the stent was not found in the arteries. Every effort was made to locate the stent, but it could not be located. There was no adverse patient sequela reported. A new stent was delivered to the lesion without issue. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath size, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. To help ensure that the reported stent dislodgement is not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Also, a sampling of units is destructively tested prior to release to verify stent dislodgement force. There was no report of any damage to the sds or stent implant prior to use and it was reported that the xience v stent was on the sds during preparation and during insertion, suggesting that the stent dislodgement was a result of the procedure. It is possible that the moderately calcified, stenosed, very tortuous lesion contributed to the reported stent dislodgment, which possibly resulted in a foreign body left in the patient. A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.